Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. No autopsy was performed. Additional information was requested, but none was provided. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been presented with likely post traumatic subarachnoid hemorrhage to the cardiothoracic (CT) surgery services on unspecified date, where the patient was stabilized, then admitted to the CT intensive care unit (ICU) for intensive monitoring. On (B)(6) 2018, the patient restarted on their unspecified home medications, including coumadin. It was reported that no any signs of hemolysis or pump thrombosis were observed. Neurology and neurosurgical consults were obtained, and the patient was managed medically. Following initial stabilization, the patient developed left hemiparesis, lethargy, which necessitated transfer to the ICU on (B)(6) 2018 in the afternoon. However, the patient¿s condition continued to deteriorate over the next several hours. The patient median arterial pressure (map) ranged from 54 to 74 mmhg about an hour prior to death. On (B)(6) 2018, the patient expired. There were no autopsy performed. Additional information was requested but not provided.